Manufacturer narrative:
(B)(6). (B)(4) : neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient had been a patient at a medical facility beginning in (B)(6) 2012. The patient underwent surgical repair of an acetabular fracture the end of (B)(6). One week later, the patient required a right total hip revision. Components used during the procedures included a stryker acetabular insert, simplex bone cement, and "bone graft". Reportedly, after surgery, the patient was informed that the bone graft utilized in the surgery had not been adequately sterilized. The patient was started on vancomycin. Four days later, the patient's hip fluid was aspirated and the extracted fluid was cultured. Cultures found (B)(6) epidermidis and a diphtheroid. Three days later, the patient underwent right total hip I<(>&<)>d with removal of the bone graft and placement of an antibiotic spacer. Operative cultures obtained found (B)(6) epidermidis and rare (B)(6). Nine days later, the patient was transferred to rehab. The patient developed epistaxis, watery diarrhea and profound thrombocytopenia while on antibiotics. Four days later, the patient was transferred back to the hospital. It was then determined that the patient had developed clostridium difficile colitis ("c.diff colitis"). Thereafter, it was reported that the patient developed severe complications including respiratory deconditioning, fluid overload, and required multiple blood product transfusions. Twenty three days later, the patient was found unresponsive with no breath sounds or heart sounds. The patient was pronounced dead with the cause of death indication of prosthetic hip joint infection.